Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the clearlink luer valve. This occurred during patient infusion. The device contained inflectra. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 24, 2025 ¿ february 25, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the second y-site clearlink. An autopsy was performed on the second y-site clearlink, and a non-conforming material from the supplier was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.